Manufacturer narrative:
(B)(4).

Event description:
This ra lead was re-positioned due to dislodgement caused by twiddler's syndrome. The rv lead was explanted and replaced due to dislodgement as well. This lead remains actively implanted. There were no adverse patient events reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened, should additional data become available.